Event description:
During laparoscopic cholecystectomy, surgeon noticed the laparoscopic l-hook electrode (covidien) while inside the patient noticed that the shape of the electrode is not "l" but "j".